Event description:
Reported unit not ventilating while in apnea ventilation and no response to manual insp. Verified unit to all specs in 3.5 checkout. No problems found. Could duplicate problem by putting a severe leak in circuit (not completly dissconnected). Suspect problem was caused by a leak in patient circuit. Ready for service. * man insp is inop in apnea vent. *device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.